Event description:
The following is written by the certified surgical tech who assisted with the case: "the patient had a visible vessel. The doctor wanted to tamponade the vessel. He told me he needed the boston scientific clipping device. I handed the first clip to him and he grabbed the tissue. As I deployed the clip it came apart from the firing device without staying on the tissue. The second clip grabbed the visible vessel, but when deployed it did not come apart from the firing device. It was jammed. After tugging at it for a while it finally came apart and the clip achieved its purpose. The doctor decided to place another clip; I grabbed the tissue and upon deployment the clip came off the tissue and got distorted."